Manufacturer narrative:
Bci customer technical support (cts) sent a letter regarding waste effluent to the customer upon request. The customer was to call back if further assistance is needed. As of 02/08/2011, there was no additional call from the customer regarding this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid splashed from unicel dxc 800 pro synchron clinical system. The customer stated that a worker was investigating a spill in the customer's lab and got splashed in the eyes with waste material from the waste tubing that had come out of the drain. The worker was not wearing personal protective equipment. The worker was sent to employee health for evaluation. It is unknown if exposure had impact on the worker.